Event description:
It was reported to resmed (B)(4) that the battery in the astral device will not fully charge. The device was not in use when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2014-00045.